Manufacturer narrative:
Insulin pump received with protruded and loose drive support disk. Insulin pump was unable to prime during the prime test due protruded and loose drive support disk. No prime alarm noted. Insulin pump had minor scratches on display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed compromised force sensor system. Troubleshooting was done. No blood glucose reading provided. Customer stated that the drive support cap was sticking out. Explained to customer that during seating the force sensor did not detect the reservoir and that causes the compromised force sensor system alarm. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.